Manufacturer narrative:
The driver passed all sections of functional testing. Additionally, the driver also underwent an extended observation run with no issues or alarms observed. In an attempt to reproduce the customer-reported issue, valsalva maneuver tests were performed at normotensive and hypovolemic conditions and the driver functioned as intended. No permanent alarms were produced during these tests. During investigation testing, the customer-reported issue was not able to be reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported alarm could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient stood up, blew her nose and immediately felt dizzy and became unresponsive. The alarm on the freedom driver sounded. When she passed out the freedom driver showed -0- on the fill volume and cardiac output according to the family. Eventually the fill volume came up to 30 ml and cardiac output of around 4 l/m. The family checked the drivelines and they were clear. They phoned the vad coordinator who had the family exchange to the backup freedom driver. The customer also reported that the patient awoke some time during the transport to the hospital and arrived at the hospital awake and alert. It was also reported that the cardiac output displayed on the freedom driver showed an output of around 4 l/m. The patient was transferred to a companion 2 driver without incident and the companion 2 driver also showed around 4 l/m on the estimated cardiac output. Blood pressure was 118/80. Upon further investigation it was reported by the vad coordinator that the patient had undergone hemodialysis the day prior to this incident. The patient also reported that she had produced urine after her dialysis. The vad coordinator felt that the patient was very low in volume and this may have contributed to the light headed feeling reported by the patient. The patient had no signs if any sickness, high blood pressure, or other symptoms reported by family.